Event description:
It was reported the patient was not receiving adequate coverage. X-ray imagery confirmed the scs lead had moved down one vertebral body. Surgical intervention took place (B)(6) 2013 to revise the lead. No additional information regarding the procedure is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.